Manufacturer narrative:
Other applicable components are: product ID: 8780, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that catheter migration was confirmed. The intrathecal catheter had migrated out of the intrathecal space, and the hcp was going to implant a new intrathecal segment of catheter and splice to the existing proximal (pump) segment. The patient was in the operating room now (as of (B)(6) 2017). There were no symptoms reported. The event date was unknown. It was noted that the manufacturing representative had very limited history/no further history. There were no further complications reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-jul-3. Updated to reflect the unknown pump serial number. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-jul-03. It was reported that a small piece of a distal revision kit was used. According to the rep, the case went well and the patient was doing fine. No further complications were reported.